Event description:
Event description guidant received information that this atrial lead had an increase in lead impedance, high thresholds, and a decrease in sensing. During and invasive procedure, the lead was found to be fractured near the suture sleeve area. During the explant procedure, the doctor was unable to extract the lead.